Event description:
Patient states ms3 pump sn (B)(4) due (B)(6) 2018 threading where cartridge cap screws in broke last night. No se as result. Shipping new pump and requesting he send back damaged pump. No further information. Dose or amount: remodulin 72.1 nkm, frequency: continuous, route: sqr. Dates of use: (B)(6) 2013 to ongoing. Diagnosis or reason for use: pah.